Manufacturer narrative:
Additional information: the artifact was originally recovered via a snare. The non-medtronic stent was placed due to the event. It was never part of the original plan. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use a spider fx for patient treatment of the right, mid popliteal artery. The lesion was calcified with moderate tortuosity and severe calcification with 70% lesion stenosis. The artery was 6 mm in diameter and 80 mm in lesion length. A non-medtronic 6fr sheath and a non-medtronic 0.035" guidewire was used. IFU was followed. The vessel was not pre-dilated but was post-dilated. It was reported that atherectomy was conducted over the spider, followed by a non-medtronic stent and drug coated balloon. After partial retrieval of the spider through the non-medtronic catheter, a final run was taken. It was noted that some unknown artifact in the proximal popliteal artery. Further inspection of the spider noted that it appeared frayed. The physician believe the artifact to be part of the nitinol basket left behind. The procedure was completed by the physician placing a non-medtronic stent in the location, but after additional runs, the artifact could not be seen. The physician then took images all the way down to the foot to insure embolization occurred. After not seeing any signs of the alleged artifact anywhere distally, the physician completed the procedure with what was determined as satisfactory results. No patient injury reported.

Manufacturer narrative:
Image review: two images were provided for analysis. Both images appear to be of a stent. In the first image the stent is in place but not fully deployed and in the second image the stent appears to be deployed. It is unclear in the images provided that the tip of the capture wire detached. Product analysis: the spider fx device was returned to medtronic investigation lab for evaluation. The device was returned in a biohazard cup. Visual inspection was carried out and only the distally portion of the spider capture wire and filter were returned. The ball joint and coils were attached to the distally floppy tip. The coils were loosely separated on the tip. The glue joint was on tip, biologics/debris was observed in filter basket. The wires in the filter basket were damaged. Kink observed on capture wire proximal to filter. The capture wire was detached 5.6cm from the filter. The detached section of the wire was returned. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.